Manufacturer narrative:
D4. Concomitant product UDI for cuff is (B)(4) and for balloon is (B)(4).

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced wound dehiscence, pain at the level of the pump, fluid discharge, and partial exposure of the device. As a result, the pump was explanted and repositioned in a different location. No further patient complications were reported.

Manufacturer narrative:
Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 1100650854. Model/catalog description: balloon. Unique identifier (UDI) # (B)(4). Model number/catalog number: 72400166. Serial number: n/a. Batch/lot number: 1100474724. Model/catalog description: cuff. Unique identifier (UDI) # (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of dehiscence, extrusion, fluid discharge, and pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. The reported patient symptoms are known risk associated with this device type and indicated as such in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced wound dehiscence, pain at the level of the pump, fluid discharge, and partial exposure of the device. As a result, the pump was explanted and repositioned in a different location. No further patient complications were reported.